Event description:
The customer stated that she tested her blood glucose using her breeze2 meter and received a reading in the 40's (mg/dl). She retested using her breeze meter and received readings between 240-260 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have any discs left, so no product will be returned for evaluation.